Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-extension, upn: m365sc3138250, model: sc-3138-25, serial: (B)(6), batch: 17139693/17181984. Product family: scs-extension, upn: m365sc3138550, model: sc-3138-55, serial: (B)(6), batch: 2000006559/17532089.

Event description:
It was reported that the patient developed an infection at the ipg site. The patient underwent an explant procedure and was doing well postoperatively. The ipg and lead extensions were removed and discarded by the medical facility.

Event description:
It was reported that the patient developed an infection at the ipg site. The patient underwent an explant procedure and was doing well postoperatively. The ipg and lead extensions were removed and discarded by the medical facility. Additional information was received that the patient had symptoms of infection following the implant procedure. Patient was noted of having a fever. The patient was hospitalized for five days and was given antibiotics.